Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age of the patient who was reported as being (B)(6). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated that a posterior cuff miss occurred as evidenced by untouched posterior cuff tabs. There was no needle strike mark observed at the posterior foot, suggesting the posterior needle was deflected away from posterior foot during needle deployment. The posterior cuff miss directly resulted in a failure to retrieve the suture when retracting the needle plunger and this could appear very similar to the reported link detachment. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the testing results of the device needle trajectory and testing during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a non-calcified common femoral artery after a diagnostic procedure. Reportedly, the link came detached and no suture was attached to it. Another proglide was attempted with the same results. The device was removed from the patient anatomy and a sheath was placed followed by manual compression to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.